Event description:
On (B)(6) 2025 a male patient underwent mechanical thrombectomy of pulmonary embolism using stryker peripheral vascular devices. The patient presented with bilateral pulmonary embolisms and a clot-in-transit (cit) in pulmonary embolism. Initially the flowtriever device was deployed to the right atrium to remove the cit, but no clot was removed at that time. The flowtriever device was then deployed to the right pulmonary artery where significant amounts of clot were removed and to the left pulmonary artery where small amounts of clot were removed. The patient deteriorated and suffered hemodynamic decompensation, CPR was performed and the patient stabilized. The flowtriever was again deployed to the right pulmonary artery and significant amounts of additional clot were removed. Physician thinks that cit embolized to right lung at some point during the procedure, that is why patient decompensated and a lot of clots was removed again from right lung. Toward the end of the procedure, physician realized that the intri24 introducer was leaking through the hemostasis valve, resulting in patient blood loss requiring transfusion after the procedure. Patient was doing well after the procedure, no additional patient consequences were reported.

Manufacturer narrative:
Manufacturer reference number (B)(6). The device was not returned thus the failure mode was not confirmed through failure analysis. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. There is no trending of similar complaints for this lot number, and no related capas or ncs. The IFU does include a precaution for failing to press hemostasis valve buttons while inserting or withdrawing a device through the intri24 introducer sheath may damage the valve, which may apply to the case and the failure mode is addressed in the dfmea. The reported event did not involve a death or serious injury however the available information suggests the stryker pv device has malfunctioned and if this malfunction were to recur it could contribute to a death or serious injury.